Manufacturer narrative:
An outside united states (ous) customer obtained falsely elevated prostate-specific antigen (psa), alpha-fetoprotein (afp), carcinoembryonic antigen (cea), and cancer antigen (ca 19-9 and ca 15-3) results for 15 patients on the advia centaur xpt system with serial number (B)(6), and reported the results for three patients (B)(6) to the physician(s). The customer noted a calibration failure with high relative light units (rlu) and used the same samples to perform repeat testing on an alternate analyzer. The repeat results were within the normal range, considered correct, and reported to the physician(s). Siemens assisted the customer in checking the aspiration and noted no aspiration from probe 1 and a line clot. The operator performed a tube cleaning using water and a cleaning solution, and the aspiration returned to normal. Siemens is investigating the event.

Event description:
The customer obtained falsely elevated prostate-specific antigen (psa), alpha-fetoprotein (afp), carcinoembryonic antigen (cea), and cancer antigen (ca 19-9 and ca 15-3) results for 15 patients on the advia centaur xpt system with serial number (B)(6), and reported the results for three patients (B)(6) to the physician(s). The customer noted a calibration failure with high relative light units (rlu) and used the same samples to perform repeat testing on an alternate analyzer. The repeat results were within the normal range, considered correct, and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00316 on 30-nov-2023. Additional information (13-mar-2024): siemens reviewed the information provided and concluded that a clot/blockage in the aspirate probe 1 tubing caused a loss in aspiration and an incomplete wash sequence. The customer resolved the issue through routine troubleshooting. Siemens did not identify a product problem and noted that the advia centaur xpt operates as intended. No further evaluation is required.